Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter indicated the surgeon noticed when trying to position the instrument that the tip snapped on the distal part where the cables are. They took away the instrument and replaced it with a new one. Nothing was left in the patient body as it was noticed before usage.